Event description:
It was reported by the affiliate that(1) tvc55 was used during a subtotal gastorectomy procedure. It was reported that the instrument would not fire. The case was completed with a new instrument and there was no consequence to the pt.